Event description:
The facility rep reported that the device won't turn on. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. No additional info is known.